Event description:
It was reported that a continu-flo primary set had ¿melted¿ tubing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. A visual inspection identified that the sets tubing had been sealed into the packaging machine. This was caused by a manual loading issue in the packaging process. A 100% visual inspection is being performed during the packing process in order to detect such issues. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.